Event description:
The customer reported that the system intermittently could not retrieve saved images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. After a system reboot, saved images were retrieved. The system was found to be working as intended and put back into service.